Event description:
As reported by local customer service: tv streamer so loud w/ pz8ite-dw-up has that hcp had to decrease gain significantly. Hcp reported the tv streamer (sn: (B)(6)) so loud w/ pz8ite-dw-up has that hcp had to decrease gain significantly in the streaming accessories program. Pt hears intermitting snapping/clapping only when streaming, worse in the right ear even with reduced gain. Pt did not bring the tv streamer to appt today. Hcp does not have a tv to test out the pt's tv streamer or a store tv streamer. Hcp tried to reduce gain at 6 and 8 khz. She also un-paired the tv streamer in the fsw. Pt will re-pair at home to see if that resolves the issue. If not, they will consider sending in the tv streamer. Hcp reported issues pairing the tv streamer initially. Questionnaire: was the sound painful and/or did it cause harm to the patient or other person? No. Has the patient been in contact with a professional? No. Please choose the duration of the sound? Less than 2 seconds. What type of receiver? Ultra power. Final report summary and conclusion in section h10.

Manufacturer narrative:
Gn hearing a/s has become aware that this MDR report failed submission to FDA without our notice. The FDA help desk has advised to re-submit the reports. This is a re-submission of existing MDR follow up submitted on 16apr2021 comment by manufacturer: potentially the reported loud sound could have damaged the remaining hearing of the user/patient, but no such harm is reported in this case. Acc to our internal procedure its mandatory for us to investigate, when its a powerful device, despite no harm has been reported. This is due to possible malfunction and risk for it could cause or contribute. We will not be able to finalize investigation in time for the 30 day time limit, why this is an initial report. Final report summary: the case has been reviewed from a clinical perspective. Customer reported: - hcp reported the tv streamer was so loud w/ pz8ite-dw-up has that hcp had to decrease gain significantly in the streaming accessories program. - end user hears intermitting snapping/clapping only when streaming, worse in the right ear even with reduced gain. - hcp tried to reduce gain at 6 and 8 khz. She also un-paired the tv streamer in the fsw. - end user will re-pair tv streamer at home to see if that resolves the issue. If not, they will consider sending in the tv streamer. - screenshots of the fitting reflects the hcp reduced gain (~5-7 db gain) in streaming program compared to program 1. - it has not been reported painful and no harm has been reported. Device and tv streamer not available for investigation. Clinical evaluation of the event: the hcp has reduced gain in the streaming program, however the streaming sound still sounds loud. The tv streamer has a volume control on the streamer, and it is recommended that the end user tries to reduce volume directly on the streamer. This has probably been unknown to the end user (and possibly also unknown to the hcp). Instead of trying to reduce the gain, the hcp should have informed the end user of using the volume control instead. Further, the perception of the direct streaming sound can feel different than the normal amplification. However, the sound has not been reported painful and no harm has been reported. Further, this is not evaluated harmful as the sound level is still within fitted range. Clinical conclusion on the case is that it is evaluated highly unlikely that this would cause harm to residual hearing. Clinical evaluation according to (B)(4). The clinical evaluation for the device family does evaluate loud sounds and this is addressed in the risk analysis and mitigated to an acceptable limit by built-in protective measures in the device design. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Final report conclusion: the user and potentially the hcp has been unaware of the volume control directly on the tv-streamer and instead tried to reduce the gain of the hearing aid. The volume control would have reduced the perceived high sound and then the gain settings could have been maintained. However, the sound has not been reported painful and no harm has been reported. Further, this is not evaluated harmful as the sound level is still within fitted range. Clinical conclusion on the case is that it is evaluated highly unlikely that this would cause harm to residual hearing. Therefore we conclude that this event is not reportable as it has not caused serious injury or death and would not likely cause death or serious injury should it recur.

Manufacturer narrative:
Comment by manufacturer: potentially the reported loud sound could have damaged the remaining hearing of the user/patient, but no such harm is reported in this case. Acc to our internal procedure its mandatory for us to investigate, when its a powerful device, despite no harm has been reported. This is due to possible malfunction and risk for it could cause or contribute. We will not be able to finalize investigation in time for the 30 day time limit, why this is an initial report.

Event description:
As reported by local customer service: tv streamer so loud w/ pz8ite-dw-up has that hcp had to decrease gain significantly. Hcp reported the tv streamer (sn: (B)(4)) so loud w/ pz8ite-dw-up has that hcp had to decrease gain significantly in the streaming accessories program. Pt hears intermitting snapping/clapping only when streaming, worse in the right ear even with reduced gain. Pt did not bring the tv streamer to appt today. Hcp does not have a tv to test out the pt's tv streamer or a store tv streamer. Hcp tried to reduce gain at 6 and 8 khz. She also un-paired the tv streamer in the fsw. Pt will re-pair at home to see if that resolves the issue. If not, they will consider sending in the tv streamer. Hcp reported issues pairing the tv streamer initially. Questionnaire: was the sound painful and/or did it cause harm to the patient or other person? No. Has the patient been in contact with a professional? No. Please choose the duration of the sound? Less than 2 seconds. What type of receiver? Ultra power.